Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate a 14 fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction was the cause of the insertion difficulty experienced. Investigation results suggest/indicate the patient¿s inadequate vessel size of 4.5 mm with moderate calcification was likely the reason for the insertion difficulty of the delivery system through the esheath. The dissection of the access vessel artery could have been a result of calcium being dislodged/pressed into the vessel, causing vessel lining tearing either during the insertion or removal process of the devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 14fr. Esheath was inserted via a puncture obtained in the left femoral artery. The esheath was inserted into the patient without difficulty. During the insertion of a 23 mm commander delivery system, ¿intense¿ resistance was encountered. A 23 mm sapien 3 valve was successfully deployed in the intended 80:20 aortic/ventricular (a/v) position without issue. Prior to the withdrawal of the esheath, digital subtraction angiography (dsa) showed no vascular injury. Following the sheath withdrawal, the access site was closed using perclose proglide vascular closure devices. Prior to the recovery from the anesthesia, it was noted that the left lower extremity was mildly swollen with cyanosis. Following extubation, the patient was transferred to the catheterization laboratory with suspicion of vascular complications. Dsa revealed a vascular stenosis with dissection from the external iliac artery to the superficial femoral artery. The stenosed site was dilated with a balloon catheter and blood flow was regained. The access vessel minimum luminal diameter (mld) measured 4.5 mm between the common femoral artery to the superficial femoral artery with moderate calcification. Calcification covering 3/4 of the vascular perimeter in the area between the common iliac artery and external iliac artery was also reported. No tortuosity was reported. The esheath and delivery system were discarded at the hospital and are not available for evaluation. The valve remains implanted in the patient.